Event description:
It was reported when using the pyxis medstation es system bh-5twa auxiliary drawer 1.2 failed to open, preventing the user from removing medication for the patient. The customer stated that there was no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.2 failed due to a damaged latch solenoid spring. A field service engineer replaced the latch solenoid spring to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.